Event description:
Report from the USA stating that the device had a damaged footguard. The device was not used in surgery. It is unknown if patient or user injury was reported. No additional information provided

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).